Manufacturer narrative:
Concomitant medical products and therapy date detail of product: item number: 0100181460, item name: metasul ldh, head, 46, code l, taper 18/20, lot #2533911; item number: 0100185145 item name: metasul ldh, head adapter, s, -4, taper 12/14-18/20, lot # 2476709; item number: 0100551307, item name: fitmore, hip stem, uncemented, offset b (extended)/7, taper 12/14, lot # 2513547. The manufacturer did not receive x-rays but received other source documents for review. The device history records were reviewed and found to be conforming. Additional information has been requested and is currently not available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available, an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
It was reported that patient underwent revision surgery due to elevated metal ions and mild metallosis.

Event description:
Please refer to report 0009613350-2019-00136.

Manufacturer narrative:
DHR review: the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Trend analysis: no trend considering the following event is identified: elevated metal ions, metallosis event description: it was reported that the patient has been implanted with a hip prosthesis on sep 16, 2010 on the left hip side and was revised on jan 23, 2019 due to elevated metal ions and mild metallosis. The femoral stem remained implanted. Review of received data: implantation report dated (B)(6) 2010: diagnosis: degenerative joint desease left hip. Procedure: navigation tracker, left total hip replacement. Pins inserted for navigation tracker in pelvis. Bone preperation. Cup impaction in place using navigation to guide position. Femoral stem inserted. Trail reduction. Femoral head impacted on stem. No complications have been reported. Revision report dated (B)(6) 2019: diagnosis: failed left zimmer metal-on-metal total hip arthroplasty with elevated metal ions level. Procedure: revision of left acetabluar component. Bone grafting. Femoral head exchange. Intraoperative findings: cup was removed with minimal bone loss. The femoral component was minimally anteverted maybe 10 or 15 degrees. There was minimal metallosis of the posterior capsule and soft tissues noted. No pseudotumor. History of present illness: the patient is a 73-year old female [...], who presents with an asymptomatic metal-on-metal total hip arthroplasty done approximately 9 or 10 years ago. We have been tracking her metal ion levels and there was an increase in the ion levels over the last several months. The patient decided that she wanted to have the hip revised based on this. Description of procedure: no complications noted. Device analysis: no product was returned to zimmer biomet for in-depth analysis. Review of product documentation: all involved devices are intended for treatment. The compatibility check was performed and showed that the product combination was approved by zimmer biomet. Conclusion: it was reported that the patient has been implanted with a hip prosthesis on (B)(6) 2010 and was revised on (B)(6) 2019 due to elevated metal ions level. During revision surgery, a minimal metallosis of the posterior capsule and soft tissues was noted. The explants have not been received for an investigation, therefore the condition of the components remain unknown. No x-rays have been received. Therefore the implant positioning cannot be assessed. Patient factors that may affect the performance of the components such as bone quality, activity level, type of activity (low impact vs. High impact), and relevant medical history are unknown. No lab results have been received, therefore the elevated metal ion level cannot be assessed. Therefore, based on the given information and the results of the investigation, we were not able to identify a specific root cause for this issue. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).